Event description:
Ep lab personnel were performing a procedure and had the device on and in the sync mode. The patient's rhythm was induced to ventricular fibrillation and the device was used to rescue the patient; the operator charged the device to 200 joules, pushed the sync button to remove the sync function and the shock button was pressed. According to the reporter, the device did not deliver a shock to the patient and 1/2 of the display screen blanked vertically. A backup device was used to rescue the patient.